Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found the implantable cardiac monitored exhibited pause episodes associated with loss of contact in the pocket. No intervention was performed. The patient was stable and would be monitored.